Event description:
The patient reported he went to his local urgent care center on (B)(6) 2019 and was told he had an infection at the reported vgo site. Patient was given oral antibiotics for the infection - amoxicillin.